Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio precision data provided by end user: 1st inr: 4.4, 2nd inr: 3.2, mean: 3.80, sd: 0.85, %cv: 22.33; 1st inr: 3.8, 2nd inr: 4.7, mean: 4.25, sd: 0.64, %cv: 14.97. Analysis of customer's data revealed that all inratio and reference test result comparisons did meet accuracy criteria. However, one out of two repeated inratio test result comparisons did not meet precision criteria customer's imprecision results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Customer did not provide strip lot numbers, only strip codes. Strip code a96s8 belongs to strip lot 236690 and strip code s61hd has two strip lots associated with this strip code: 243699 and 243700. It is not clear which lot customer used, so retained strip tests will be provided for both lots. Investigation results for strip lot #243699 from a previous case. Investigation results for strip lot #243700 performed on 03/18/2011. Investigation results for strip lot #236690 performed on 03/16/2011. Since percent cv is less than 16% for all donors under each strip lot tested, inratio meter results pass the criteria for precision. No further testing is required at this time. (B)(4). Due to these low occurrence rates, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Caller also reported imprecision with inratio meter. Results as follows. Patient's therapeutic range: 2.0-3.5 inr.